Event description:
Additional information was received from a healthcare provider (hcp) and stated the pump was used to deliver fentanyl. No further information was provided, despite the request for drug information (dose and concentration), concomitant drugs, pertinent medical history, actions/interventions/treatment required, signs and symptoms, and patient outcome.

Event description:
It was reported the previous pain pump and catheter that were implanted were removed due to infection and replaced on (B)(6) 2015. The patient received a new pump and catheter. No further information was provided. No outcome information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).